Manufacturer narrative:
The in-situ implant reached maximum extension after 3 years in place. A new custom distal femur non-invasive has been successfully implanted with no reports of complications. The patient has reached the maximum length associated with the in-situ device, due to skeletal immaturity and continued growth. There is no failure of the in-situ implant; it functioned as intended. The complaint is being closed, and is being tracked and trended. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed. This complaint was received by siw in march, 2012.

Event description:
(B)(4). It has been reported that the patient's distal femur jts implant has reached maximum extension.